Manufacturer narrative:
The ge presentative performed an on site investigation. The voltage was increased to the power source on the work station. The slit on the power cable was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the frame images did not display. No report of pt injury.